Manufacturer narrative:
Batch review performed on 03 september 2020: lot 173655: (B)(4) items manufactured and released on 10-nov-2017. Expiration date: 2022-10-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved in the event gmk-sphere 02.12.0110crr tibial insert fixed sphere cr #1/10 mm r lot. 185604 (k181635) batch review performed on 03 september 2020: lot 185604: (B)(4) items manufactured and released on 20-sept-2018. Expiration date: 2023-09-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.07.1201r tibial tray fixed cemented # 1 r lot. 177227 (k090988) batch review performed on 03 september 2020: lot 177227: (B)(4) items manufactured and released on 05-feb-2018. Expiration date: 2023-01-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event

Event description:
The patient came in reporting instability due to developing a medial collateral ligament rupture. The cause of the rupture is unknown. 11 months after primary the surgeon revised the femoral component, tibial tray, and insert. The surgery was completed successfully.